Event description:
It was reported following a percutaneous transluminal coronary angiography procedure (ptca), the puncture site was closed with an angio-seal device. Hemostasis was achieved and the pt was discharged the following day. Four days later, the pt returned to the hospital with pain, redness, and warmth in the groin. The pt was treated with antibiotic when the wound became infected. One day later, the pt was better, however, the pt had a hematoma and the fever had subsided. Manual compression was applied to reduce the hematoma. Three days later, the pt was discharged in good condition.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info provided st. Jude medical, the cause for the infection is uncertain. The angio-seal device instructions for use (IFU) caution the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the pt monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected. The angio-seal device instruction for use (IFU) state potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal pt info guide instructs the pt to remove the dressing after 24 hrs and clean the area with mild soap and water and dry the area. The site should be covered with a bandage and changed daily or if it becomes wet, until the skin heals. The pt is also instructed to contact the physician immediately if they develop a fever, persistent tenderness in the groin of swelling, wound drainage, or redness and/or warmth at the site. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.